Manufacturer narrative:
Additional information: d1, d4 (model #, catalog #, UDI#), d10, g4, g5 (510k), h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of a device. Visual examination of the reload noted that the reload was fully fired. The reload was loaded into the subject instrument for functional testing. This test found the jaws to clamp and unclamp repeatedly without difficulty. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the jaws would not open after reload was loaded on device. New handle and new reload were used to resolve the issue. There was no patient involvement.